Manufacturer narrative:
No further information is available on the repair of the lift at this time. The investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
Hillrom received a report from the account stating a lift was attempted and the patient fell and hit her head. The lift was located at the account . The patient passed away. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The lift in the event was evaluated by a hillrom technician. No visible damage on lift or lifting accessories. The lift and sling were checked per the latest revision of the periodic inspections protocols (3en371001 rev. 4 periodic inspection liko mobile lifts and 7en160834 rev. 2 general periodic inspection protocol slings). Both the lift and sling passed the inspections and were found to be functioning as designed. The most probable root cause for the event was the sling loops where not correctly attached to the sling bar hooks. On the sling bar cover there are stickers showing the correct attachment of the sling bar loops to the sling bar hooks. The instruction guide of the uno 100/102 - em, ee, es, 7en150104 rev. 1, states under safety instructions: before using the lift, make certain that: lifting accessories are correctly applied to the lift. You have read and understood the instruction guides for the lift and lifting accessories. Personnel using the equipment have received appropriate instructions and training you have selected the correct type, size, material, and design of slings and accessories to safely meet the patient¿s needs. Before lifting, always make certain that: the lifting accessory is correctly and securely applied to the patient, so that no personal injury can occur. The lifting accessory is correctly applied to the lifting equipment the sling¿s strap loops are correctly fastened to the sling bar hooks when the sling strap is extended, but before the patient is lifted from the underlying surface.

Event description:
Hillrom received a report from the account stating while moving the lift backwards, the patient fell head first out of the sling and onto the floor. The patient sustained a fractured left hip, left femur, and right ankle. The lift was located at the account . The patient expired four days after the event. This report was filed in our complaint handling system as complaint (B)(4).